Event description:
It was reported the defibrillation coils were fractured, and impedances were high. Three attempts were made to cut the rv (right ventricular) lead distal to the yolk and insert a locking stylet, but the stylet would not advance into the lead more than one inch each time. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.